Manufacturer narrative:
Additional information g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection stated that the jaws were noted to be locked on tissue. The reload was articulated towards a push. There was damage to one of the blowout plates. It was reported that during the total laparoscopic distal gastrectomy (tldg) the blade did not return after firing and the jaws did not open, resulting in the device being locked on the stomach tissue and unable to be removed. Multiple troubleshooting steps were attempted, including turning the rear part of the adapter with a manual driver to return the blade, but these were unsuccessful. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)) sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the total laparoscopic distal gastrectomy (tldg) the blade did not return after firing and the jaws did not open, resulting in the device being locked on the stomach tissue and unable to be removed. Multiple troubleshooting steps were attempted, including turning the rear part of the adapter with a manual driver to return the blade, but these were unsuccessful. To resolve the issue, the devices were replaced. Re-stapling  and an additional resection of both sides of the cartridge was performed, leading to a greater range of stomach resection than expected. The patient experienced lacerated tissue and an unintended additional incision to the stomach. The surgical time was extended for 20-30 minutes as a result.